Event description:
The sales rep reported that during a rotator cuff repair that the tip of two of the customer&apos;s expressew iii needles had broken off in the patient after two different expressew ii guns had been fired 1 time. The sales rep reported that the surgeon switched to a different expressew ii gun on a second attempt with the second needle and same issue occurred. The surgeon completed the procedure by using the second expressew ii gun with a needle from a different lot number with no patient consequences. The sales rep reported that it was noticed immediately that the tips broke off and the surgeon was able to remove the broken tips from the patient&apos;s joint successfully which caused a ten minute delay to the case. The sales rep stated nothing was left in the patient and no x-rays were performed. The sales rep reported that the tips of the needles broke off on the very first pass and orthocord was used. The devices will be returning for evaluation. Associated medwatch for second device 1221934-2015-00759.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The two complaint devices have been received and evaluated. Visual observation confirms that the tip of the one of the needles is broken, confirming this complaint. The second needle was tested in simulated use conditions and the tip broke at 60 cycles. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. This complaint stated that the needles broke on the first cycle. Although one needle isn¿t representative of the whole lot, we did not receive the guns that were used during the procedure to perform a complete investigation. A batch record review has been conducted for this lot of devices and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of two of the customer's expressew iii needles had broken off in the patient after two different expressew ii guns had been fired 1 time. The sales rep reported that the surgeon switched to a different expressew ii gun on a second attempt with the second needle and same issue occurred. The surgeon completed the procedure by using the second expressew ii gun with a needle from a different lot number with no patient consequences. The sales rep reported that it was noticed immediately that the tips broke off and the surgeon was able to remove the broken tips from the patient's joint successfully which caused a ten minute delay to the case. The sales rep stated nothing was left in the patient and no x-rays were performed. The sales rep reported that the tips of the needles broke off on the very first pass and orthocord was used. The devices will be returning for evaluation. Associated medwatch for second device 1221934-2015-00759.